Event description:
Additional information received notes that programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
It was reported that a patient presented with myopotential oversensing on the right ventricular (rv) lead resulting in pacing inhibition. No changes or intervention was reported. There were no patient consequences.